Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of compromised force sensor system alarm, excessive no delivery alarm and motor error alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that she tried to fill the tubing after the set change and the no delivery and motor error occurred. The customer stated that she tried several times then the compromised force sensor system alarm occurred. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump was received unable to prime during the prime test and a33 alarm during basic occlusion test due to faulty force sensor resistor; also, unable to perform excessive no delivery test due to prime anomaly. No motor error alarms noted and the motor was tested outside the device and passed. The operating currents are within specifications and passed self test, a21 error test, rewind and displacement test. The drive support was inspected and no anomaly noted. The insulin pump had cracked reservoir tube, cracked battery tube threads, minor scratches on the lcd window and missing the end cap sticker.